Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms were received. The customer performed an infusion set site change and the occlusion alarms continued. The customer performed a cartridge change which led to receiving a malfunction alarm. During troubleshooting with tandem technical support, the malfunction alarm was cleared. The customer attempted to re-load the cartridge onto the pump and received multiple cartridge change errors with multiple cartridges. The customer's blood glucose (bg) levels ranged from not impacted to 384mg/dl and insulin was delivered via insulin pens to address the bg level. The customer reported that insulin pens would be used for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction and cartridge change error issue were verified however the occlusion issue was unable to be verified due to the additional issue found.